Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer lost the alleged defective meter. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: on follow up call done on (B)(6) 2017 customer advised that she sought medical attention on (B)(6) 2017 via ambulance with a blood glucose reading of 319mg/dl. The diagnostics from medical facility was hyperglycemia, pulmonary hypertension and hypokalemia. The customer was treated with potassium, antibiotic, increased insulin from 14 to 20 units, stopped her taking lasix. She was released for the hospital on (B)(6) 2017. No other test has been performed with the defective device for customer claims to had lost it. Customer satisfied with the replacement product and no symptoms present at the time of the call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 381mg/dl. The customer's expected fasting blood glucose test result range is 90 to 110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 189 and 180mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 184mg/dl (B)(6) 2017 11:02 am fasting: yes, 381mg/dl (B)(6) 2017 04:00 pm fasting: yes, 234mg/dl (B)(6) 2017 07:45 am fasting: yes, 237mg/dl (B)(6) 2017 07:33 am fasting: yes, 229mg/dl (B)(6) 2017 08:00 pm fasting: yes. Customer called in states the meter is reading high.